Manufacturer narrative:
The device was not returned to b+l for evaluation; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or unusual finding that relates to the reported issue. Based on the current available information, the root cause of the event could not be conclusively determined. This report is for patient 6 of 7.

Event description:
This was not a bilateral simultaneous surgery. Only one eye was operated on.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that delayed onset of toxic anterior segment syndrome (tass) occurred in seven patients. Physician suggested this issue only appears in cases involving bilateral simultaneous surgery. Additional information has been requested, but has not been received. This report is for patient 6 of 7.